Manufacturer narrative:
The pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. There was no excessive no delivery alarm or error alarm noted during testing. The pump communicated properly with blood test meter. The pump was received with scratched on display window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 530mg/dl. The customer states they have treated with manual injections. The customer states they have had issues with their quick sets and reservoirs. The customer states the no delivery alarm is recurring. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.